Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a transcatheter aortic valve replacement (tavr) procedure, a permanent pacemaker was implanted due to an unknown reason.

Event description:
It was reported that following a transcatheter aortic valve replacement (tavr) procedure, a permanent pacemaker was implanted due to an unknown reason. Additional information was received to report a medtronic valve was not implanted in this patient.

Manufacturer narrative:
Additional information was received and showed there was no information to reasonably suggest the device in this report may have caused or contributed to a death or serious injury or malfunctioned. A medtronic valve was not implanted in this patient. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Updated data: b5. A second paragraph was added. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.